Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), the delivery device was properly equipped with seals inside the tube. Then during separation of seal, the seal did not fall out of the middle of the delivery device. Tried to get seal out, but it didn't come out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10 trackwise # (B)(4). The device was returned to the factory on 06/12/2020. An investigation was conducted on (B)(6)2020 . A photographic evaluation was conducted. The seal and tension spring assembly were observed in the body of the loading device, outside of the loading window. Signs of clinical use and no evidence of blood was observed. A visual inspection was conducted. The delivery device was returned outside the loading device. The seal and tension spring assembly were observed inside the body of the loading device, outside of the loading window. The white plunger was observed to be fully depressed and the blue slide lock disengaged. The seal and tension spring assembly was removed from the loading device, no visual defects were observed on the seal and tension spring assembly. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.215 inches. The length of the delivery tube was measured at 2.51 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the investigation, there is no way to determine when the white plunger was depressed, but based on the results of the investigation the plunger may have been inadvertently depressed which may have caused the seal not to load in the delivery tube. Based on the returned condition of the device, the reported failure "fitting problem" as well as for the analyzed failure "premature deployment¿ was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), the delivery device was properly equipped with seals inside the tube. Then during separation of seal, the seal did not fall out of the middle of the delivery device. Tried to get seal out, but it didn't come out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.